Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for a revision surgery for broken plate from matrixrib set which is chest wall deformity for pectus carinatum. The screws had popped out. It was unknown if the procedure completed successfully. The patient consequence was shifting of chest wall. Concomitant device reported: unknown matrixrib screws (part # unknown, lot # unknown, quantity unknown), unknown cable/wire (part # unknown, lot # unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) 1.5mm ti matrixrib straight pl 24 holes/240mm length. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.